Event description:
It was reported that a device was used during a low anterior resection. It was reported that the surgeon could not remove the device and the staples malformed. Another device was used to complete the case. There was no consequence to the patient.